Manufacturer narrative:
Results: evaluation of the returned unit confirmed that the hold button is missing and revealed that the unit powers on but has no voice only a clicking sound is heard. There is battery leakage inside the battery compartment. Note: instructions for use state: batteries can explode of leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage had been detected. (B)(4).

Event description:
Customer reported the hold button is missing. Customer did not provide a date when discovered. No pt incident or injury was reported.